Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation was not able to duplicate the reported symptom. The device performed according to specification. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6)2010. The motor drive unit was not driving the disposable. There were "issues with the speed of the unit". Another like device was used to complete the procedure with no adverse pt consequences.